Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and an adverse event was reported. Date of issue is an approximation. The patient stated they were at the grocery store when they experienced a hypoglycemic event that resulted in falling unconscious. The patient stated they did not experience symptoms of low blood sugar prior to becoming unconscious and that the dexcom did not alert them of a low. They remember waking up to the paramedics treating them with dextrose 50 to increase their blood sugar. The patient did not have to go to the hospital and was picked up at the store from their friend. At the time of contact, the patient was in stable condition but had a bump on their head and sore elbows from falling. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.